Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on (B)(6) 2025. The issue occurred with five similar types of infusion sets used between one hour to twenty-four hours and site was patient's abdomen. The patient replaced the infusion set and insulin was resumed successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.